Event description:
Upon attempting to connect the handpiece for the harmonic scalpel and do the required quality check, the handpiece kept alarming with an error. This error code was not documented. Staff was unable to reset the handpiece. A second device was opened to complete the procedure without difficulty.